Manufacturer narrative:
Investigation summary: visual inspection: the blade/screw guide sleeve (p/n: 03.037.017, lot #: 9340629) was returned and received at us customer quality (cq). Upon visual inspection, the proximal threads of the device were observed to be deformed. There were scratches but have no impact on the device functionality. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Protection/guide sleeve. Complaint confirmed? Yes, the threads of the device received were deformed. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the blade/screw guide sleeve (p/n: 03.037.017, lot #: 9340629). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 03.037.017, lot number: 9340629, manufacturing site: (B)(4), release to warehouse date: jan 22, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent an unknown procedure. During the sleeve insertion of helical blade into tfna, the other thread starting in a middle portion of the blade/screw guide sleeve was discovered to be damaged making it difficult to thread and unthread the compression. The procedure was successfully completed with no surgical delay. The patient status is unknown. Concomitant device reported: unknown tfna nail (part #: unknown, lot #: unknown, quantity: 1); unknown tfna helical blade (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) blade/screw guide sleeve. This is report 1 of 1 for (B)(4).